Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check the pad messages) has been confirmed. Upon eval, the pulse wire inside the cable connecting the distribution node (dn) and front therapy electrode (te) was pinched. The cause of the check te pad messages is the pinched pulse wire. The root cause of the pinched pulse wire cannot be positively identified but is likely physical abuse to the font te cable. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll to report constant check te pad messages. The pt was issued a replacement electrode belt.